Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that pst 500 u had had brakes not holding. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
H3: correction. A visual and technical inspection was conducted by the technician. It was determined that several rubber feet on the operating table were damaged or missing. This can compromise the table¿s stability, causing it to slip depending on the floor surface. The customer may perceive this as unintended or unintended movement. The technician replaced all four jack cylinders. The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anaesthesia through the actual surgery to recovery from anaesthesia. Although there was no reported injury with this event, if the report of a unintended movements were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.